Event description:
The customer reported that during a patient event, their device lost power when attempting to analyze the patient's ECG rhythm. The customer restored power to the device and started the analyzing process once more, but the device lost power again. After the second loss of power, a backup crew arrived on scene and connected their device for use. The backup device analyzed the patient's ECG and did not advise a shock due to the patient's ECG rhythm. The customer indicated that the device showed two battery bars two days prior to the reported event. The patient did not survive the event.

Manufacturer narrative:
The customer advised that following the reported event, they replaced the device battery and returned the device to service for use. Physio-control performed a clinical review of the reported event and determined that the device use did not contribute to the death of the patient. The patient's ECG rhythm was in a non-shockable rhythm during the device analysis. The device or the device battery has not been returned to physio-control for evaluation. The cause of the reported loss of power could not be determined.